Event description:
On (B)(6) 2023 a patient underwent am anterior cervical discectomy fusion procedure. On (B)(6) 2024 the patient returned with broken screw but identified as full fused so the device was not removed and no revision is planned.

Manufacturer narrative:
No product was returned to nuvasive for evaluation as it remains in-situ, no radiographs were provided so the complaint could not be confirmed. Review of the reported event and conversation with the rep noted 14 months postoperative the patient was fully fused and one of the fixation screws was fractured. The patient postoperative physical activity is unknown. A definitive root cause could not be determined however, implant selection and placement, excessive loading and postoperative physical activity are suspected cause or contributors, fusion was noted as complete and the procedure successful. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Labeling review: "contraindications contraindications include, but are not limited to...4. Patients who are unwilling to restrict activities or follow medical advice...6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "Based on fatigue testing results, when using the nuvasive® coroent® small interlock® system and nuvasive® coroent® small interlock® ii system, the physician should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system. The nuvasive® coroent® small interlock® ii system (lordotic angles of 7° to 15°) is a standalone system intended to be used with the bone screws provided and requires no additional supplementary fixation systems. If fewer than the maximum number of screws accommodated by the device are used, then the system is intended to be used with additional supplemental fixation (cleared by the FDA) for use in the cervical spine. All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 3. Care should be used in the handling and storage of the coroent® implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions and use aseptic technique when removing the coroent® implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the coroent® implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." 9401314-en j-2024-11